Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the device was explanted at implant for sizing. Per the sales rep's discussion with the surgeon "they implanted too small a ring (30mm). After echo they observed sam (systolic anterior motion). They tried to repair with the bigger ring (34mm). Then they evaluated the [native] valve as not repairable and replaced the [native] valve with a mechanical valve." This event was considered to be an unsatisfactory repair due to technique, not due to a malfunction of the device.

Manufacturer narrative:
(B)(4) - sizing issue. Method: device not returned. Discarded by hospital. Additional manufacturer narrative: the device is unavailable for return as it was discarded by the hospital and no operative report is available. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty ring and subsequent post-repair evaluation demonstrates an inadequate result. This is almost universally due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the annuloplasty ring. This is typically identified prior to going off bypass and therefore potential for injury is remote. In the case where the patient is taken off bypass, this may require extended operative and total bypass time, which increases the risk of the procedure. The surgeon's verbal response indicated that the patient had been taken off bypass.